Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2015 with a bifurcated device and 2 suprarenal aortic extensions. Reportedly, the first two follow up computed tomography (CT)/cta studies showed a possible type 1 or type 2 endoleak but sac diameter was stable. Subsequently, the patient presented to the emergency room (ER) on (B)(6) 2016 with hip pain and CT/cta showed no increase is sac size again but the aorta looked suspicious so an intervention was scheduled for (B)(6) 2016. A marker aortogram was performed same day as the intervention ((B)(6) 2016), and it appeared as though the cuff may have migrated or been placed low during the index procedure. A type 1a endoleak was also observed. A suprarenal aortic extension and two stents were used to fully resolve the leak. The patient is in stable condition.